Manufacturer narrative:
(B)(4).

Event description:
The patient presented with purulent drainage and erythema around his left occipital incision site, which worsened despite treatment with oral antibiotics. Debridement of left occipital incision performed on (B)(6) 2019 with additional IV antibiotic treatment. Event diagnosis per the treating center: probable cellulitis.